Manufacturer narrative:
The event of the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture - formation of a fibrous tissue capsule around an implanted device is a normal physiological response, although not all capsules contract. Contracture of the fibrous capsular tissue surrounding the breast tissue expander may cause a range of symptoms including firmness, discomfort, pain, distortion, palpability, and/or displacement. Contracture may make expansion difficult and painful.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.